Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button not working) has been confirmed. Upon investigation, the rear response button cable was disconnected. The root cause for the disconnected response button could not be positively identified, but the cable likely detached when the monitor impacted a hard surface. No adverse event resulted from the disconnected rear response button. The pt received a replacement monitor.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's response buttons weren't working. The pt was issued a replacement monitor.